Manufacturer narrative:
Initial reporter first name: unk. Initial reporter last name: unk. Initial reporter facility name:unk. Initial reporter address:unk. Initial reporter city : unk. Oxiris c is similar to oxiris and oxiris s. Oxiris and oxiris s have been temporarily approved for use in the us under emergency use authorization eua200164 with a specific indication to treat patients with covid-19 infection. The actual sample was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided sample showed blood leakage from the blood pump segment due to a small cut on the blood pump segment. The reported condition was verified. Based on the additional information provided there was no leak or alarm during the priming of the set, which indicates that the hole was not present at the time. Nevertheless, due to the nature of the sample, no testing could be performed; therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external blood leak was observed originating from an oxiris set c. The leak was due to "crack" in the tubing and a blood leak was noted. The volume of blood that leaked was not reported. There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available.